Manufacturer narrative:
Visual examination of the returned trilogy acetabular system shell with holes confirmed the metal ring was stuck in the ring groove. Dimensional evaluation of the shell and metal ring conformed to print specifications where measured. Both tabs of the locking ring were bent and surface was damaged/deformed device history record review indicated no anomalies, or crs in the manufacturing process. The locking ring was stuck within the shell groove. When both tabs are not in the slot or do not float freely inside the shell slot, the locking ring will not expand adequately to accept the liner. Impaction of the liner into the trilogy acetabular system shell can result in, as described complaint, stuck/damaged locking ring. With the information provided a specific cause could not be determined. This (B)(4) design controlled device is used for treatment.

Event description:
It was reported that difficulty was encountered when trying to set the polyethylene liner into the acetabular shell. It was then noted that the shell's locking ring was deformed. It was removed, and a different shell was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.